Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the reporter user contacted lifescan (lfs) USA, alleging that his mother¿s onetouch ultra 2 meter was reading inaccurately high compared to his feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that they first became aware of the issue at 7 am on (B)(6) 2018, alleging that the patient obtained alleged an inaccurately high blood glucose results of ¿190 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that patient manages her diabetes using toujeo insulin, and patient took her normal dose of insulin in response to the result of ¿190 mg/dl¿. The reporter stated that 15-30 minutes after the alleged meter issue began, the patient developed symptoms of ¿sweating and can barely talk¿. The reporter confirmed that the patient did not require or receive any treatment in response to the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.